Event description:
It was reported that during a lap chole procedure, the device was missing all the clips. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/13/2008. Instrument b: batch # d9eg9a, exp date: 11/10/2012; 12/10/2007. Eval summary: the analysis results found that the el5ml device (a) was received in good visual condition and with clips present. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, however, the orange indicator was noted to be beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do no attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.